Event description:
Related manufacture reference number: 2017865-2022-02058. It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the right ventricular lead(rv lead) exhibited high capture threshold. It was also noted that the left ventricular lead(lv lead) was found dislodged through x ray by the clinic more than two years ago. On (B)(6) 2022, the lv lead was capped while the rv lead was capped and replaced. The patient was in stable condition.